Manufacturer narrative:
Product event summary: analysis found that the device passed functional testing. It was also noted that the battery contacts were visibly contaminated, one knob was colored, and the ring attachment was bent. As a result the device was cleaned, the ring attachment and knob were replaced and the battery contacts were inspected and any visible signs of contamination were removed.

Event description:
The device was returned to the manufacturer for preventive maintenance. It was analyzed and tested out of specification. There was no patient involvement.